Manufacturer narrative:
A (B)(6) service representative performed a checkout of the equipment and confirmed the reported complaint. The wiring harness was replaced. The customer contact reported there was no patient information available.

Event description:
The hospital reported that, during a case, the display blanked out. There was no reported patient injury.